Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that station lost network connectivity due to provincial it modifying network settings and locking the network port. The field service engineer (fse) informed provincial information technology (it) department unlocked the network port at 5:00 pm, after which the station came back online and resumed normal operation. The system functioned as intended after the information technology team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicated. Customer tried to reboot but issue doesn't resolve. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.